Manufacturer narrative:
Batch review performed on 01 april 2019: lot 183923: (B)(4) items manufactured and released on 14-aug-2018. Expiration date: 2023-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115), lot 179833: (B)(4) items manufactured and released on 24-may-2018. Expiration date: 2023-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 we were informed about a patient who would have needed a revision surgery, 3 months after primary surgery, due to dislocation of the head form the liner. The dislocation occurred when the patient was doing stretching at home. The cause of the dislocation is probably a technical error because the cup anteversion was over 30 degrees. The primary surgery was in amis. The surgeon revised the patient on (B)(6) 2019: both femoral head and acetabular liner were revised with competitor's ones.